Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer also reported that a day ago he had the paramedics go to his house because he was in a semi coma. Customer stated that the insulin pump was not delivering and sensor was not reading. Customer was wearing the insulin pump at the time of hospitalization. Customer stated that the transmitter is not working and he is unable to track his blood glucose; he has inserted 3 sensors in and can't get it to communicate with the insulin pump. Nothing further reported.